Event description:
The event involved a tego® connector where it was reported that a patient was found to be covered in full of blood in his room and it was noted that the clamp on his r femoral line was undone. However, it was still in place, but blood was leaking from the end of it. The tego was attached correctly and securely. The line was assessed, and it was indeed a faulty tego that was the issue. Thankfully this was noted in time. However, the patient's hemoglobin (hb) had dropped from 83 to 66 and required 2 units of packed red cells post this incident. A datix has been completed and the faulty tego in ward 2f has been retained. The reporter wanted to highlight this potentially fatal incident and after discussion with their doctor wondered if they should still be using tego's at all until the incident is fully investigated. Additionally, the reporter stated that the status of the product at the time of the event was when the patient was resting in bed and was off dialysis. A full of blood was noted in bed at a random check by the nurse. The clamp was open and the tego appeared to have failed. The product was stored in a modular cupboard system. There was no infusion running at the time or medication involved. There was patient involvement and patient harm was not evident.

Manufacturer narrative:
E1 - initial reporter phone has an ext 35133 and page 3234. The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg on 2/16/2024. One used samples list #d1000 was returned for evaluation. As received no damage on the thread post seal was observed, the no visible occlusion was observed on the fluid path. No mating device was returned for evaluation. The tego was tested as per procedure and only passed low preassure test, the rest of them failed. Once the tego was dissembled a torn underneath one of the tego's side was confirmed. No additional damage or anomalies were confirmed complaint of leaks can be confirmed. The probable cause of the tear observed on the seal is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.